Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that these types of events can occur: package insert contains possible adverse effect number 4: implants can loosen or migrate due to trauma or loss of fixation. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified

Event description:
Initial information received reported that patient underwent revision hip arthroplasty due to loosening of the acetabular cup. Review of invoice history and radiographs revealed that patient underwent a prior revision hip arthroplasty on (B)(6) 2003 for an unknown reason. Subsequently, another revision procedure was performed on (B)(6) 2008. Additional information received in patient¿s medical records indicate patient underwent a revision procedure on (B)(6) 2007, due to unknown reasons wherein a constrained system was implanted. Patient was further revised on (B)(6) 2008, due to acetabular component loosening. All components except stem were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.